Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer. Please note this emdr is submitted late due to technical issues in setting up a successful esg account.

Event description:
Dental office called in and reported a patient experienced swelling after 2 nights of whitening. The patient's lips swelled along with a rash developing on her neck and face. She sought treatment from her doctor who prescribed benadryl and gave her a shot to control swelling. The symptoms subsided after one week and only then contacted her dental office who in turn contacted evolve dental. I informed dental assistant that the patient may begin whitening again; however to be sure they never use the desensitizer again and in the future to avoid any products that contain hema..